Event description:
It was reported that the patient found it very inconvenient to have to recharge every 4 days. The device had been discharged once and the patient was very careful to keep it charged. The patient also turned stimulation off so it didn¿t deplete as quickly.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # v123485, implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial # (B)(4), product type recharger. (B)(4). Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The device had reduced capacity due to overdischarge.